Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco esophagus cancer surgery, the handle was unable to fire at the first firing of gastric tube creation. The cartridge was reattached once and was checked, however, it was unable to be used. The display had not been looked. After the surgery, the distributor checked the connection again, the cartridge display was white and turned to zero indication, turned to the used state. The collected cartridge has a trace of pre-fired. The procedure was completed with another device. There was no patient injury.